Event description:
The wife of a male patient contacted lifecor customer support to report that the battery charger was displaying the battery with a slash through it. She stated that the circle light was also flashing. Support had the patient download. The download revealed "battery pack fault" flags. Support sent the patient a replacement battery pack.

Manufacturer narrative:
Device evaluation summary: device evaluation battery pack has been completed. The battery pack would not work because there was an unknown substance inside the battery pack. One of the cells was corroded. The battery pack was scrapped. The root cause of the battery pack not charging was this unknown substance. No adverse event occurred due to the defective battery pack. The patient received a replacement battery pack.